Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros sodium (na+) result was obtained from a single non-vitros biorad level 2 quality control fluid, lot 92952, using vitros na+ slide lot 4254-1134-2426 on a vitros xt 3400 chemistry system. Biorad level 2 na+ result of 106.9 mmol/l vs. The expected result of 157.4 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. Patient samples were not affected and there were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros sodium (na+) result was obtained from a single non-vitros biorad level 2 quality control fluid, lot 92952, using vitros na+ slide lot 4254-1134-2426 on a vitros xt 3400 chemistry system. The event was isolated to the calibration event performed on 19 september 2024 (cal ID 2949). The calibration was suboptimal when compared to the peer calibration parameters, and as shown by the low recovery of the post calibration quality control results. The assignable cause of the suboptimal 19 september calibration is the user calibration with the incorrect order of the calibrator bottles (user error), as supported by the "u90-353: calibration bottles out of order ID" mechanical error code that posted during the calibration event. Acceptable vitros na+ performance was observed after restoring acceptable cal ID 2911. The investigation found no indication the vitros xt 3400 chemistry system or vitros na+ slide lot 4254-1134-2426 malfunctioned, as restoring a previous calibration without any additional actions resolved the issue.